Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image appears to be missing, and the lens of the main unit is scratched. Based on the results of the investigation, a probable root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image of the camera head looked incomplete and the left corner of the image was dark. The reported malfunctions occurred during an unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.